Event description:
Customer reported the system was locking up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power supply, backplane, power cord, and lemo receptacle. System operates as intended.